Manufacturer narrative:
On 22 september 2017 the supplier of the items involved in the complaint provided a visual inspection report, commenting as follows: the tip of the screwdriver broke off. It is visible that the tip were twisted before it broke. To check the material we made a x-ray fluorescence analysis. To check the hardness it was performed a hardness test. Both tests detected no deviation. Because of these, the event seems to be related to a user error. Root cause: the tip of the screwdriver broke off by solid material. It is visible that the tip were bended before it broke. It must be a user error to break hardened steel.

Manufacturer narrative:
Batch reviews performed on 08 september 2017. Lot 1410893aaa: (B)(4) items manufactured and released on 11 august 2016. No anomalies found related to the problem. To date, no similar events have been reported on items of the same lot. Polyaxial screwdriver- slim, code 03.51.10.0136, lot. 1410893afa (B)(4) items manufactured and released on 11 august 2016. No anomalies found related to the problem. To date, no similar events have been reported on items of the same lot. The bone screwdriver w. Handle involved in this complaint is supplied by another manufacturer, which has been informed of the complaint on 08 september 2017. On 08 september 2017 the medical affairs director performed a visual inspection of the retrieved items and commented as follows: all three instruments are broken at the torx tip. The tip material and geometry is proven to withstand up to 9nm torque, which is a significant force for a pedicle screw insertion (note, 9nm is also the final tightening torque for the setscrew, that needs a t-handle and a countertorque to be applied.). During the insertion of a pedicle screw, with the straight handle, the insertion torque is usually much inferior. The insertion torque can rise in case of large screw (ø>7mm) or particularly hard/sclerotic bone. In such situations, complete site preparation with bone tapping is recommended by the surgical technique. In this event, the screw size and bone quality is not indicated. Noticeably, it is reported that the breakage occurred after insertion of the screw, when the surgeon tried to un-screw the implant to adjust its position. The un-screwing torque is typically lower than the insertion torque. However, it is possible that the screwdrivers were not completely/properly engaged in the torx recess when the un-screwing torsion was applied. If the screwdriver is not completely/properly engaged, it is possible that lateral forces/bending are applied combined with the torsion, and this might facilitate the breakage of the driver. The strength of the tip of the screwdriver is driven by the dimensions (hexalobe t20) and the material (aisi x15-tn). Geometrical features are driven by the implant design and are equivalent to similar products in the market. The material is among the strongest materials for such application in terms of strength and hardness.

Event description:
Three instruments were broken during revision surgery. By turning in new pedicle screws l5 and s1 (the thread was already prepared) the surgeon noted that increasing force were needed, he stopped and tried to remove this screws with the polyaxial screwdriver; here the tip of both instruments broke. Using next the bone screwdriver, the handle unscrewed. Fragment were recovered.